Event description:
It was reported to covidien customer states that a female patient was undergoing a hemodialysis treatment. At some point during treatment, the air/foam alarm was activated on the dialysis machine. The clinical staff then noted a small amount of blood at the catheter site and treatment was discontinued. Upon examining the catheter, clinical staff noted a slit in the posterior aspect of the cvc line. The line was clamped and the patient was transferred to vg site for catheter replacement. The defective catheter was retained for examination. Through subsequent testing, it was determined that the most likely cause of the problem was a failure of the bond between the proximal end of the double lumen tubing and the distal portion of the "y" hub. Testing also revealed that only the venous side of the catheter appears to be affected. No other information provided.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All DHR's are reviewed for accuracy prior to product release. The sample received consisted of one 14.5 fr palindrome with slots catheter, 23 cm implant length, 40 cm overall length. The catheter was received cut approximately at 4 cm below the cuff. After a visual inspection, a hole was found on the joint of the catheter below the hub. During functional testing (underwater test), bubbles were detected coming out below the hub from the lumen which corresponds to the venous extension. The lumen related to the arterial extension did not show bubbles during the test. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The issue was noticed during treatment. The most probable root cause could be due to excessive force or inappropriate use of cleaning agents. This event is being handled through a corrective and preventative action. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.